Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('inflammation - pelvis goes out first') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), inflammation ("then works it's way up my back, to my neck (inflammation)"), migraine ("most of the time resulting in migraines"), nerve compression ("pinched nerves") and tooth disorder ("loose over half my teeth/tooth bust"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic inflammatory disease, alopecia, inflammation, migraine, nerve compression and tooth disorder outcome was unknown. The reporter considered alopecia, inflammation, migraine, nerve compression, pelvic inflammatory disease and tooth disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('inflammation - pelvis goes out first') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), inflammation ("then works it's way up my back, to my neck (inflammation)"), migraine ("most of the time resulting in migraines"), nerve compression ("pinched nerves") and tooth disorder ("loose over half my teeth/tooth bust"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic inflammatory disease, alopecia, inflammation, migraine, nerve compression and tooth disorder outcome was unknown. The reporter considered alopecia, inflammation, migraine, nerve compression, pelvic inflammatory disease and tooth disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: new events 'inflammation - pelvis goes out first', 'then works it's way up my back, to my neck (inflammation)', 'most of the time resulting in migraines' and 'pinched nerves' were added. Reporter information was updated. On 23-mar-2020: social media received: event loose over half teeth, action taken with drug and reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.